Event description:
It was reported that the system locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.